Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2011. Concomitantly, the patient underwent a vaginal hysterectomy and robotic sacrocolpopexy. Following the procedure, the patient experienced persistent vaginal pain and mesh erosion. The patient had been taken to the operating room on two occasions as well as trimming in the office, but continued to have vaginal spotting, pain, and was unable to have coital activity because of the pain for her partner. She was found to have a six centimeter line down the anterior vaginal wall that was over on her right side with a ridge and fibers of the mesh that were exposed. At the apex, there was a larger piece about one centimeter exposed mesh. The patient underwent an excision of mesh in (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.